Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that during a patient event, their device had lost power on its own. The customer did indicate that they were able to restore power and continue care. There was no additional information provided on the reported event. There was no reported adverse effect to the patient during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue, but did observe that all of the battery connector pins were loose. It was also observed that the battery contact assembly was corroded and worn. Physio replaced the battery connector pins and the battery contact assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.